Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during the implant procedure, after the pocket was closed, a large hematoma was identified. The pocket was re-opened and the bleeding vessel was identified and cauterized. There was no further evidence of bleeding so the pocket was irrigated and closed. The device remains in use. No further patient complications have been reported as a result of this event.